Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The representative reports: an accuracy test was performed per tsm. The unit was programmed to deliver 15ml/hr for 30 minutes. The volume actually delivered was 74.5ml. The pump displayed showed the unit delivered 88ml.

Manufacturer narrative:
An investigation of kangaroo pump was performed for the reported condition of the unit over delivering. To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. If the unit is returned, the complaint shall be re-opened. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications.